Event description:
It was reported that pump experienced recurring malfunction alarms with code 12 and no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Technical support arranged shipment of replacement pump with updated software. Customer planned to use multiple daily injections as backup insulin therapy.